Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse even was discovered. The patient reportedly developed an irritation under the rear therapy electrodes that was 'raw and burned'. Follow up indicated that the patient saw her family practice who prescribed a cream. The patient reported that the irritation was beginning to improve.